Event description:
A healthcare professional reported that a trocar cannula came apart and was unable to establish infusion during a right eye retina procedure. The trocar cannula was removed. Another trocar was introduced at a different location for infusion. The procedure was completed. The pt has developed and advanced cataract and will need cataract surgery but otherwise stable.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).